Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test and internal leakage test during pre-use check. Issue resolved by replacing the pcb expiratory channel, pcb pressure transducers, and the expiratory valve coil and unit was handed over to customer in working condition. However, no parts returned for investigation. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref. #: (B)(4).